Event description:
It was reported during a percutaneous transluminal coronary angioplasty stent procedure, while using a double wire technique to support stent delivery into a tortuous lesion, the wires became entangled. One wire was pulled out against resistance and the tip coil was missing. The tip coil was recovered in the "rhv". Reportedly no pt injury occurred.